Event description:
It was reported that a smoke was coming out from the machine with burnt smell. It was noted that the flashlamp was also due for replacement. There was no reported patient or procedure involvement. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event - approximated based on the date the manufacturer became aware of the event. Correction to block e1: initial reporter facility name. Correction to e1: initial reporter number was incorrect. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse was unable to duplicate the fault condition. The console was powered on and no smoke or any burnt smell was coming from the unit. The console passed power on and full functional testing. The fse performed preventative maintenance. The console was calibrated and passed full functional and electrical safety testing. The direction for use or labeling review found no evidence that the device was used in a manner inconsistent with the labeled indications. Based on technical service performed, the manufacturer has reviewed all information and determined this event no longer meets the reporting criteria for the reported device smoking allegation.

Manufacturer narrative:
Block b3: date of event. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a smoke was coming out from the machine with burnt smell. It was noted that the flashlamp was also due for replacement. There was no reported patient or procedure involvement. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.